Event description:
During the procedure, the tourniquet cuff leaked. The device was replaced with another tourniquet cuff and no patient injury was reported.

Manufacturer narrative:
The returned device was visually inspected and found to have separation at both of the two tube-to-port junctions. Function testing was performed and the device failed inflation testing.